Manufacturer narrative:
(B)(4).

Event description:
The customer reports, one week after insertion, the device was leaking. Swelling and hydrops were found on the groin of the patient.

Event description:
The customer reports, one week after insertion, the device was leaking. Swelling and hydrops were found on the groin of the patient.

Manufacturer narrative:
(B)(4). The customer returned one used 2-lumen 4 fr x 13 cm cvc catheter for evaluation. A visual inspection was performed and no issues were identified. The returned catheter was functionally tested by aspirating water into a lab inventory luer lock syringe and then injecting the water out. Water exited the distal end of the catheter as expected. No leaks were observed. The catheter was then tested by connecting the catheter to a leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 300 kpa and held for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed and no relevant findings were identified. The customer reported issue of the catheter leaking during use was not confirmed during the sample investigation. Visual and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. No problem was found with the returned sample, therefore no further action shall be taken at this time.